Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, "the alaris safety clamp, which is designed to prevent free flow of medication, failed to engage when the tubing was removed from the IV pump, which led to the patient receiving a bolus of IV insulin". There was patient involvement however outcome is unknown.